Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the implant in tooth location 29 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss310) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured in two pieces. Additionally, there was bone residue around the external threads that were damaged possibly during removal. Device history record (DHR) review for the lot (2016042063) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2016042063) for similar events and no other complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.